Manufacturer narrative:
Product complaint #(B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Unk, please confirm the date of procedure (B)(6) 2026.unk, date of event where product had an issue? Unk, were there any intra-operative complications? If so, what were they? Unk, where was the tip of drainage tube located? Unk, how was the drain secured? Unk, what was the date of first activation? Unk, how was the product function verified following the first activation? Unk, who monitored the drainage and how often? Unk, what is the reported deficiency of the drain? Unk, was another product used? Unk, please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk, the diagnosis and indication for the index surgical procedure? Unk, were any concomitant procedures performed? Unk, what symptoms did the patient experience following the index surgical procedure? Onset date? Unk, is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? Unk, if yes-date of procedure? Findings, will piece be returned? Unk, other relevant patient history/concomitant medications? Unk, what is the physician¿s opinion as to the etiology of or contributing factors to this event?unk, what is the patient's current status? Unk, surgeon¿s name? (B)(6) product lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Please confirm the date of procedure: (B)(6) 2026. Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? What is the reported deficiency of the drain? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date a drain was used. Wound infection occurred at the drain insertion site in a case where a drain was inserted through the skin into a body cavity. It is unknown if that's relevant, but the doctor said that the black spot had been inserted too deep into the body cavity. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requetsed.